Event description:
The customer reported that the vital signs® pressure infusor experienced defective pressure bag. It will not hold air when inflated. As of this time, there is no information regarding patient harm with this reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.